Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to size. The patient was very fibrotic and now is appearing with supersonic transporter deformity. Original device was 16cm with a 1.5 cm right rear tip extender and a 1cm left rear tip extender and new implant is an 18 cm device with a 1cm rear tip extender on the left side only. The reservoir was retained. No other adverse patient effects were reported.